Manufacturer narrative:
An unspecified event regarding pain whereby the triathlon femoral component was revised was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as device return, dated x-rays and primary operative report are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Knee pain. As per sales rep on (B)(6) 2015: the surgeon indicated that the femoral component was the reason for the revision.

Event description:
Knee pain. As per sales rep on (B)(6) 2015: the surgeon indicated that the femoral component was the reason for the revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.